Event description:
It was reported that the customer had difficulty passing a needle with this instrument. They eventually got it down the channel and tested the needle mechanism and it worked fine. The upper jaw seemed stiff and difficult to move up and down. The instrument was then placed into the pt's shoulder and some tissue was grasped and the suture was passed but the jaws could not be opened to release the tissue. Eventually, they pulled the device off the tissue and when they took it out of the pt, they managed to open the jaw but upon trying to close it again, the top jaw snapped off. A delay of 30 minutes resulted from this matter. The surgeon had to convert the rotator cuff repair into an open procedure. The surgeon made a small incision in the skin and intermediate layers of the shoulder and sutured the cuff in an open surgical technique then closed the wound.

Manufacturer narrative:
The device was received with the upper jaw broken free. Tip appears to have broken due to hard use. Additional review of this incident revealed that the surgeon had to convert to an open procedure due to device breakage and therefore, this incident was reassessed as a reportable event.